Event description:
It was reported the patient had urinary retention; she felt her bladder did not empty completely or empty as well as it had previously about 4-5 different times. It was noted the event was possibly related to the patient¿s programming. No diagnostics and no actions were taken and the patient resolved without sequela.

Event description:
Additional information form the health care professional of a clinical study reported the etiology was unknown and the event date was changed to (B)(6) 2015. Indication for use was urinary urge incontinence.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jq5m, implanted: (B)(6) 2014, product type lead. (B)(4).